Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, the customer reported being unable to access the carbohydrates field on the touchscreen. There was no reported impact to customer's blood glucose. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.